Manufacturer narrative:
Barcode reader s/n (B)(4) was received for escalation investigation. The barcode submitted in the complaint was of very poor quality showing multiple print voids. Siemens software engineering tested returned barcode readers; see below results: connected the external barcode scanner (model#ls2208, serial #(B)(4)) sent from the customer to a (B)(4) instrument (B)(4). Scanned all the 16 original barcode labels (came with the scanner) from the different positions on the patient demographics screen. All the barcode labels were read successfully. The result from each scan was consistent with the ascii string printed below the barcode. Repeated the step 1 to 2 for the second scanner ((model#ls2208, serial #(B)(4), also sent from the customer). All the barcode labels were read successfully. The result from each scan was consistent with the ascii string printed below the barcode. From the testing results, I didn't find any problem with the scanners. No response received from customer on their internal barcode grading specification. The customer complaint regarding barcode misread issue is not confirmed.

Manufacturer narrative:
Based upon review of the barcode picture submitted by customer, the bar code had multiple print voids throughout the barcode and it was poor quality printed barcode label. Customer indicated that the actual barcode was already discarded by the user as this was a blood gas sample. Siemens had published customer bulletin 32716 rev a, to educate customer regarding barcode usage with siemens' point of care devices" on june 2015. Siemens is investigating the issue. The cause for the event is unknown.

Event description:
Customer reported that one of the digits in patient ID barcode read incorrect on the analyzer. Customer indicated that patient ID read as (B)(6) instead of (B)(6). Customer indicated that they were using the code 39 without check digits. There was no report of serious injury due to this event.